Event description:
It was reported that the x-ray tube and support arm fell and struck the pt after being pushed out of its wall mounting from the upward motion of the power driven pt chair and light. The pt was treated for a laceration to the nose. The x-ray unit is believed to have been installed more than 25 yrs ago.